Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got cracks on missing segment in the reservoir. The customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was performed. The product will be returned for the analysis

Manufacturer narrative:
(B)(4).insulin pump received with broken reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.